Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Customer called requested assistance through the load process. The customer's blood glucose levels were elevated. Tandem technical support successfully assisted customer with completing the load process and resuming insulin.